Event description:
Additional information noted that a manual shock was performed in all configurations and the results appeared to be 120 to 125 ohms. The clinician will review the suggestions from the electro physiologist fellow and discuss a possible plan for next steps.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At this time no further action has been taken and a follow up was scheduled for (B)(6) 2016.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an gradual rise in shock impedance measurements was noted on this right ventricular (rv) lead in all vectors, as well as rise in pacing thresholds. A review by boston scientific technical services (ts) noted that this could indicate calcification. Ts discussed performing possible integrity testing. More information will be provided. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place. The device was explanted and will be returned while the lead was surgically abandoned. No additional adverse patient effects were reported.